Manufacturer narrative:
Failure analysis investigation of the returned instrument found that one grip was bent, causing side-to-side misalignment of the grips. There was a .174 offset at the tips. The bent grip does not exhibit separation of the yaw pulley and pulley cover at the glue joint, but the likely cause of the bending was overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. Failure analysis investigation also found the following additional damages to the instrument: the conductor wire exhibited damage to the insulation, exposing the inside of the wire. It was concluded that the damage was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. One grip close cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The pitch cable was loose/unraveling at the wrist. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
On (B)(4) 2014, intuitive surgical, inc. (Isi) received the pk dissecting forceps instrument from the hospital in a damaged condition. No information concerning the defect(s) was provided to isi. Attempts to obtain the reason for return were unsuccessful.